Event description:
Edwards received notification of a pascal procedure in the mitral position where a single leaflet device attachment (slda) occurred after implantation of the device. The perceived root cause of the slda was severe mac (mitral annular calcification), leaflet calcification, a short posterior leaflet, limited posterior leaflet tissue, and lack of pliability. No reintervention occurred, no patient injury or adverse clinical events were reported, and the patient remained stable. The procedure was completed. Baseline mr (mitral regurgitation) was moderate. Mr at the time of slda was mild. Post-op mr was moderate. Additional information received indicating that the implant fully dislodged and embolized to the aorta-iliac junction. The patient underwent percutaneous intervention to stent trap the embolized device between the stent and the anatomy.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.